Event description:
It was reported that on 16 january 2024, a 27mm navitor valve was chosen for implantation utilizing a large flexnav delivery system. The patient had sufficient calcium for anchoring and a non-horizontal aorta. The valve was deployed at a depth of 3-4mm on both the left coronary cusp (lcc) and non-coronary cusp (ncc) with a gradient of 2mmhg. After deployment, in about two to three heart beat cycles the valve migrated to a depth of 10mm resulted in a deep implant with moderate perivalvular leak. There was no difficulties deploying the valve, notension in the delivery system during deployment, and no interaction of the delivery system with the valve during deployment. The migrated valve did not block any coronary arteries. After about 30 minutes the patient's diastolic pressure dropped. A post - balloon annular valvuoplasty (bav) was performed with a 22mm balloon twice which was unsuccessful. The physician attempted to snare the valve which was also unsuccessful. A second 23mm non-abbott valve was then placed in a valve-in-valve procedure. The patient was reported to be stable and well. There was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device migration and perivalvular leak were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Possible causes for paravalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. Possible contributing factors for valve migration are intra-procedural difficulties, implant depth, annular calcium distribution, and deployment or retraction difficulties. Information from field indicated that the valve was deployed at a depth of 3-4mm on both the left coronary cusp (lcc) and non-coronary cusp (ncc) with a gradient of 2mmhg. There was no difficulties deploying the valve, no tension in the delivery system during deployment, and no interaction of the delivery system with the valve during deployment. After deployment, in about two to three heart beat cycles the valve migrated to a depth of 10mm resulted in a deep implant with moderate perivalvular leak. Based on the information received, the cause of the reported perivalvular leak was due to device migration. However, the cause for the reported device migration could not be conclusively determined. The reported improper or incorrect procedure or method was due to user snaring the valve. Please note that per the instruction for use, navitor¿ transcatheter aortic valve implantation system, stated "post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage. "